Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the implant date was not provided. The ins was explanted on (B)(6) 2017. No additional information was provided regarding the troubleshooting performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The previous ins replacements were considered normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported that charging of the ins gave the patient skin issues like thick, red and painful skin. The event occurred in 2010 after implant of the ins. The ins was removed in 2011 and replaced with a non-rechargeable ins. There were no problems with this ins and, since then, the patient received a non-rechargeable ins each year. No problems occurred with the ins in 2013, 2014, and 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative thought the ins got lost during sending/returning since the hospital told her the ins was sent months ago and the ins has not yet been received.